Event description:
It was reported by the pt's attorney that as a result of having the mesh implanted, the pt has experienced serious bodily injuries including vaginal discomfort, discharge, bleeding, sensitivity to vaginal area, dyspareunia, and erosion of her internal bodily tissue.